Event description:
It was reported that the dose area product on the 6800 system was out of calibration. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The dap was calibrated during the service call. The system was tested and found to be working as intended and put back into service.